Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in july of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to the right and the jaw pivot pin is pulled thru one side of the bent/ damaged outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is also bent/damaged where it engages the slots inner slots of the jaws. We are unable to determine what caused the jaws to be loose and misaligned and bent to the right and the jaw pivot pin is pulled thru one side of the bent / damaged outer tube assembly and for the drive rod to be bent/damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed by tecomet. Teleflex will continue to monitor for similar reports.

Event description:
Reported event: the jaws of the applier were found bent before use. Therefore, a new unit was used instead. The applier was sent to our technical specialist, who confirmed the jaws were broken and the screw of the handle were loose.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events(associated report 3011137372-2023-00021).

Event description:
Reported event: the jaws of the applier were found bent before use. Therefore, a new unit was used instead. The applier was sent to our technical specialist, who confirmed the jaws were broken and the screw of the handle were loose.